Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. One other complaint on cement paste too short setting time was recorded on the batch since ever, and 4 complaints on cement paste too short setting time was recorded on the reference and batch from (B)(6) 2018 to (B)(6) 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported cement was already hardened completely after 5 minutes. The product is not available for return (discarded by customer at hospital). No patient information was provided. No known adverse event was reported. 2 optipac are involved in the event, the second opitpac is handled in (B)(4).

Manufacturer narrative:
This is a combination product (B)(4). Report source (B)(4). The device manufacturing quality record can't be performed as the correct batch number wasn't communicate. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. The batch number wasn't correct.

Event description:
It was reported cement was already hardened completely after 5 minutes. Product not available for return (discarded by customer at hospital). No patient information provided. No known adverse event was reported